Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a notifications turned off banner. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.